Manufacturer narrative:
(B)(4). The customer reported to have found the exhalation flow sensor (evq) not seated correctly therefore, the ventilator could not detect the evq being installed. The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when powered on, a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event.